Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not boot up. There was no pt injury or death reported.